Event description:
It was reported that the patient had a couple of falls about 6 months prior to the report and his implantable neurostimulator (ins) felt as though it had been pushed in. This was unresolved at the time of the report. Information regarding cause of event, actions to resolve the issue, and if the patient still had concerns about their device or therapy have been requested which was not reported regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).